Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that post mitral valve replacement surgery, physician suspected that the infection was spreading to ICD system. As a proactive measure, system was explanted. No vegetation on the lead was noted. Patient did well post-surgery. A new system was implanted on (B)(6) 2018.